Manufacturer narrative:
Model number/catalog number: 72404239. Serial number: n/a. Batch/lot number: 1100136589. Model/catalog description: cylinder and pump. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated he was unable to inflate his device, with the reservoir collapsing. The patient was evaluated by his physician, and the surgeon recommended replacement with a device from a different manufacturer. As a result, the device was explanted and replaced with a non-bsc devices. No additional information was provided.